Event description:
On (B)(6) 2012, the pt reported she was hospitalized in 2010 due to elevated blood glucose of hi on dr's blood glucose monitor. Her normal blood glucose range is 170-180 mg/dl. The pt was at a dr's appointment and was advised to go to the hospital. She stated she was admitted to the hospital and treated with an insulin IV and was rehydrated. She stated that her blood glucose decreased on the first day of hospitalization. She stated her blood glucose increased as a result of switching types of insulin. She was switched back to novolog and resumed infusion therapy on the 2nd day of hospitalization and she was released on the 3rd day. The infusion device was previously replaced and returned due to a separate issue.